Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: 1103 vad implanted: (B)(6) 2014 other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-11-30 UDI #:(B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-11-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2018-03-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650 / expiration date: 2018-03-31 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2017-03-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple critical battery alarms with four batteries and on both ports of the controller. The batteries had a capacity greater than 10%. Log file review indicated a controller power-up and an associated pump stop, indicating a loss of power to the controller. The controller and batteries were exchanged. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
Corrections: b3, b5, g4, h10 product event summary: the controller and one (1) battery (B)(6) were returned for evaluation. Three (3) batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of battery (B)(6) revealed that the device passed functional testing. However, during visual inspection it was observed that the battery's cable assembly was damaged showing exposed internal wires. This is an additional observation not related to the reported event and likely due to wear and/or handling of the device. Failure analysis revealed that the controller passed functional testing. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is an additional observation unrelated to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, log file analysis revealed multiple critical battery alarms logged due to communication errors involving (B)(6). Analysis of the event log files revealed (5) controller power-up events logged from (B)(6)2018 to (B)(6)2018. No anomalies were observed during the recorded controller power-ups. The controller was without power for 10 seconds, 9 seconds, 28 seconds, 23 seconds and 10 seconds; respectively. Analysis of the event log files also revealed three (3) controller power-up events logged on (B)(6)2018 at 16:03:08, (B)(6)2018 at 10:00:40, and (B)(6)2018 at 16:07:37. No anomalies were observed during the recorded controller power-ups. The controller was without power for 25 seconds, 17 seconds, and 6 seconds; respectively. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that three of the batteries also had a communication error.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a controller ((B)(4)) and one (1) battery ((B)(4)) were returned for evaluation. Three (3) batteries ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that the controller passed functional testing. Visual inspection of controller (B)(4) under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Failure analysis of battery (B)(4) revealed that the device passed functional testing. However, during visual inspection it was observed that the battery's cable assembly was damaged showing exposed internal wires. This is an additional observation not related to the reported event and likely due to wear and/or handling of the device. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(4). Analysis of the event files revealed three (3) controller power ups following by a motor start events on (B)(6) 2018 at 16:03:08, (B)(6) 2018 at 10:00:40 and (B)(6) 2018 at 16:07:37. No anomalies were observed during the recorded controller power ups. The controller was without power for 25 seconds, 17 seconds and 6 seconds; respectively. As a result, the reported "multiple critical battery alarms and controller power-up and associated pump stop" events were confirmed. A possible root cause of the "loss of power" event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported "critical battery alarm" event can be attributed to a communication error between the controller and batteries. Additional products: battery / (B)(4), yes, FDA method code(s): 4112, 4114, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 4307 battery / (B)(4), h3: yes, h6 FDA method code(s): 4112, 4114, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 4307, battery / (B)(4), h3: yes, h6 FDA method code(s): 4112, 4114, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67 battery / (B)(4), h3: yes, h6 FDA method code(s): 4112, 10, h6 FDA results code(s): 180, 3213, h6 FDA conclusion code(s): 4307, 19. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.